Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the system operated within specifications. No issue was reported. A successful system checkout was performed which verified that the issue had been resolved. The system's logs were sent to the manufacturer for further analysis where it was found that the navigation system was becoming unresponsive when the scanlink coordinates were transferred. It was postulated that this could be due to the camera being stuck or another issue with the navigation system.

Event description:
A site representative reported that during a cranial resection case, the imaging system was not responding with the navigation system. The navigation system could see and communicate with the imaging system but the imaging system became unresponsive when the site attempted to acquire the scan. The site restarted the imaging system which resolved the issue. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.